Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and allergy to metals ('allergic reaction to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), intermenstrual bleeding ("metrorrhagia"), migraine ("migraines"), fatigue ("chronic tiredness"), anxiety ("anxiety"), depression ("depression"), visual acuity reduced ("loss of visual acuity"), paraesthesia ("paresthesia"), abdominal pain ("abdominal pain"), adverse event ("aesthetic damage"), device expulsion ("migration of device to uterus") and mental disorder ("psychological sequels"). The patient was treated with surgery (total hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, swelling, pelvic pain, intermenstrual bleeding, migraine, fatigue, anxiety, depression, visual acuity reduced, paraesthesia, abdominal pain, adverse event, device expulsion and mental disorder outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, anxiety, depression, device expulsion, fatigue, intermenstrual bleeding, mental disorder, migraine, paraesthesia, pelvic pain, swelling, uterine perforation and visual acuity reduced to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2021: reference numbers added; imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation") and allergy to metals ("allergic reaction to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia"), migraine ("migraines"), fatigue ("chronic tiredness"), anxiety ("anxiety"), depression ("depression"), visual acuity reduced ("loss of visual acuity"), paraesthesia ("paresthesia"), abdominal pain ("abdominal pain"), adverse event ("aesthetic damage"), device expulsion ("migration of device to uterus") and mental disorder ("psychological sequels"). The patient was treated with surgery (total hysterectomy and right salpingectomy) and surgery (total hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, swelling, pelvic pain, metrorrhagia, migraine, fatigue, anxiety, depression, visual acuity reduced, paraesthesia, abdominal pain, adverse event, device expulsion and mental disorder outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, anxiety, depression, device expulsion, fatigue, mental disorder, metrorrhagia, migraine, paraesthesia, pelvic pain, swelling, uterine perforation and visual acuity reduced to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jun-2018 for the following meddra preferred terms: uterine perforation ¿ analysis in the global safety database revealed (B)(4) cases. Allergy to metals ¿ analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation') and allergy to metals ('allergic reaction to nickel') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), intermenstrual bleeding ("metrorrhagia"), migraine ("migraines"), fatigue ("chronic tiredness"), anxiety ("anxiety"), depression ("depression"), visual acuity reduced ("loss of visual acuity"), paraesthesia ("paresthesia"), abdominal pain ("abdominal pain"), adverse event ("aesthetic damage"), device expulsion ("migration of device to uterus") and mental disorder ("psychological sequels"). The patient was treated with surgery (total hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, swelling, pelvic pain, intermenstrual bleeding, migraine, fatigue, anxiety, depression, visual acuity reduced, paraesthesia, abdominal pain, adverse event, device expulsion and mental disorder outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, anxiety, depression, device expulsion, fatigue, intermenstrual bleeding, mental disorder, migraine, paraesthesia, pelvic pain, swelling, uterine perforation and visual acuity reduced to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: quality safety evaluation of ptc, on 4-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), device breakage ('the device broke into pieces/remains of fragments of device throughout the body were left'), allergy to metals ('allergic reaction to nickel') and perforation ('perforates the organs') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (three children) and menarche. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain/abdominal pain with colic characteristics for 3 days, located in both iliac fossae that radiates to the suprapubic region/recurrent abdominal pain/stomach pain"), 4 years 5 months after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines/migraine headache"). On (B)(6) 2016, the patient experienced pain ("generalized pain") and abdominal pain upper ("epigastric pain"). On (B)(6) 2016, the patient experienced persistent depressive disorder ("dysthymic disorder"). On (B)(6) 2017, the patient experienced abdominal pain lower ("recurrent iliac fossa pain/pain in the right iliac fossa that did not subside with regular analgesia/abdominal pain in the hypogastrium") and intermenstrual bleeding ("metrorrhagia/metrorrhagia with the expulsion of clots"). On (B)(6) 2017, the patient experienced mixed anxiety and depressive disorder ("depressive anxiety syndrome"). On (B)(6) 2017, the patient experienced vomiting ("two vomits"). On (B)(6) 2017, the patient was found to have benign ovarian tumour ("benign ovarian neoplasia/ovarian tumour without all benign criteria, symptomatic"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced chills ("chills") and nausea ("recurrent nausea/nauseous sensation"). On (B)(6) 2018, the patient experienced urinary tract discomfort ("urinary discomfort") and polyuria ("polyuria") and was found to have blood urine present ("some residual blood in the urine"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menstruations that are increasingly uncontrolled and abundant"), genital haemorrhage ("excessive bleeding"), device expulsion ("migration of device to uterus/the device migrates from the tubes"), coital bleeding ("coitorrhagia"), metal poisoning ("metallosis"), swelling ("swelling"), visual acuity reduced ("loss of visual acuity"), paraesthesia ("paresthesia"), fatigue ("chronic tiredness/chronic fatigue"), anxiety ("anxiety"), depression ("depression"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), complication of device removal ("remains of fragments of device throughout the body were left (during the second and third surgeries)"), micturition urgency ("urinary urgency"), breast pain ("severe breast pain"), arthralgia ("hips and shoulder pain"), pain in extremity ("leg pain"), tremor ("hand tremors") and dizziness ("dizziness"). The patient was treated with dexketoprofen trometamol (enantyum), hyoscine butylbromide (buscapina), ibuprofen (ibuprofeno), macrogol (femlax), metamizole magnesium (nolotil), tramadol hydrochloride (adolonta), paracetamol and surgery (laparoscopic right adnexectomy (removal of the right ovary)- (B)(6) 2017, surgery to remove the remains of the essure device without any success, total hysterectomy and right salpingectomy and total hysterectomy and right salpingectomy(3 interventions to withdrawal)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, perforation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, genital haemorrhage, device expulsion, pain, coital bleeding, metal poisoning, swelling, migraine, visual acuity reduced, paraesthesia, fatigue, anxiety, depression, mixed anxiety and depressive disorder, persistent depressive disorder, adverse event, mental disorder, abdominal pain upper, vomiting, benign ovarian tumour, chills, nausea, micturition urgency, urinary tract discomfort, polyuria, blood urine present, breast pain, arthralgia, pain in extremity, tremor and dizziness outcome was unknown, the device breakage and complication of device removal had not resolved and the intermenstrual bleeding was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety, arthralgia, benign ovarian tumour, blood urine present, breast pain, chills, coital bleeding, complication of device removal, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, metal poisoning, micturition urgency, migraine, mixed anxiety and depressive disorder, nausea, pain, pain in extremity, paraesthesia, pelvic pain, perforation, persistent depressive disorder, polyuria, swelling, tremor, urinary tract discomfort, uterine perforation, visual acuity reduced and vomiting to be related to essure. The reporter commented: on leave: from (B)(6) 2015 to (B)(6) 2016 due to migraine and headache, from (B)(6) 2016 to (B)(6) 2016 due to epigastric pain and generalized pain, from (B)(6) 2016 to (B)(6) 2017 due to dysthymic disorder which etiology was given by the situation experienced related to the insertion of essure, and from (B)(6) 2017 to (B)(6) 2018 due to benign ovarian neoplasia. According to the laparoscopy surgeons the removal of the essure fragments was not feasible. Due to this a laparoscopic hysterectomy with left salpingectomy was offered, with endocervical curettage included. It was clear that after the ovarian tumor intervention, an attempt was made to remove the essure device fragments, but the remains are still throughout the body. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2018: an unidentified object was observed in the right upper quadrant, pelvis without essure. Foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from (B)(6) 2017, the rest of essure can be related to marked mobility in the abdominal cavity. On (B)(6) 2018: an image of a foreign body with metallic density located in the left iliac fossa is visualized and that is similar in size, morphology, and density to that visualized in the right upper quadrant in the referred anterior plate of (B)(6) 2018. A foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from (B)(6) 2017, the rest of essure can be related to marked mobility in the abdominal cavity. On (B)(6) 2018: the essure was in the left iliac fossa, although it was impossible to know if it was fixed or not.. Allergy test: on (B)(6) 2018: negative. Biopsy: on (B)(6) 2017: right adnexectomy performed in 2017 with proliferation/atypia of mucinous cystadenoma with focal proliferation. The presence of two complete essure was verified, one of them located in the right uterine horn, which lengthens towards the uterine cavity and the other third proximal to the rest of the left tube.. Ultrasound scan: on (B)(6) 2017: a 43x33x47 mm ovarian tumor that did not meet all the benign criteria was discovered; on (B)(6) 2017: a 47 mm tumor that did not meet all the benign criteria. Diagnosis: ovarian tumor without all benign criteria, symptomatic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of ptc. After internal review, the event "perforates the organs" was reassessed as "related". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("uterus perforation"), device breakage ("the device brokes into pieces / remains of fragments of device throughout the body were left"), allergy to metals ("allergic reaction to nickel"), perforation ("perforates the organs") and several episodes of migraine ("migraines / migraine headache" and "migraines have worsened") in a 45 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("remains of fragments of device throughout the body were left (during the second and third surgeries)"). The patient had a medical history of agoraphobia, paratubal cyst, parity 2, gravida ii, menarche and multigravida (three children). Previously administered products included: lexatin [bromazepam] and mirtazepine teva. Concomitant products included almogran (almotriptan malate) and lobivon (nebivolol hydrochloride). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1575 days after essure insertion, she experienced loss of consciousness ("loss of consciousness"). On (B)(6) 2015 she experienced abdominal pain ("abdominal pain / abdominal pain with colic characteristics for 3 days, located in both iliac fossae that radiates to the suprapubic region / recurrent abdominal pain / stomach pain / chronic abdominal pain"). On (B)(6) 2015 she experienced a first episode of migraine. In 2015 she experienced pelvic pain ("pelvic pain"). On (B)(6) 2016 she experienced pain ("generalized pain") and abdominal pain upper ("epigastric pain"). On (B)(6) 2016 she experienced crying ("she feels like crying") and mood altered ("bad mood"). On (B)(6) 2016 she experienced persistent depressive disorder ("dysthymic disorder"). On (B)(6) 2017 she experienced abdominal pain lower ("recurrent iliac fossa pain / pain in the right iliac fossa that did not subside with regular analgesia / abdominal pain in the hypogastrium") and intermenstrual bleeding ("metrorrhagia / metrorrhagia with the expulsion of clots"). On (B)(6) 2017 she experienced mixed anxiety and depressive disorder ("depressive anxyety syndrome"). On (B)(6) 2017 she experienced vomiting ("two vomits"). On (B)(6) 2017 she was found to have benign ovarian tumour ("benign ovarian neoplasia / ovarian tumour without all benign criteria, symptomatic"). On (B)(6) 2017 she experienced device breakage (seriousness criteria medically important and intervention required). On (B)(6) 2018 she experienced chills ("chills") and nausea ("recurrent nausea / nauseous sensation"). On (B)(6) 2018 she experienced dysuria ("urinary discomfort") and polyuria ("polyuria") and was found to have blood urine present ("some residual blood in the urine"). On (B)(6) 2022 she experienced a second episode of migraine (seriousness criterion hospitalisation) and vascular headache ("mixed high-frequency vascular-tension headache"). An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), allergy to metals (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menstruations that are increasingly uncontrolled and abundant"), genital haemorrhage ("excessive bleeding"), device expulsion ("migration of device to uterus / the device migrates from the tubes"), coital bleeding ("coitorrhagia"), metal poisoning ("metallosis"), swelling ("swelling"), visual acuity reduced ("loss of visual acuity"), paraesthesia ("paresthesia"), fatigue ("chronic tiredness/ chronic fatigue"), anxiety ("anxiety"), depression ("depression"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), micturition urgency ("urinary urgency"), breast pain ("severe breast pain"), arthralgia ("hips and shoulder pain"), pain in extremity ("leg pain"), tremor ("hand tremors"), dizziness ("dizziness"), hemihypoaesthesia ("permanent sensation of hypoaesthesia in the left hemisphere (for several years now)/hypoesthesia in left upper limb and left lower limb to left half of the face "), malaise ("malaise"), aggression ("aggressive behaviour") and clumsiness ("clumsiness of fingers") and attempted suicide ("suicide attempt "). The patient was hospitalised from (B)(6) 2022 for an unknown duration. The patient was treated with enantyum (dexketoprofen trometamol), paracetamol, adolonta (tramadol hydrochloride), buscapina [hyoscine butylbromide], femlax [macrogol], nolotil [metamizole magnesium], ibuprofeno, tramadol, lexatin [escitalopram oxalate], tryptizol [amitriptyline hydrochloride], almotriptan, bromazepam, dexketoprofen, tramadol/paracetamol (paracetamol;tramadol hydrochloride) and omeprazol [omeprazole] as well as surgery (total hysterectomy and right salpingectomy(3 interventions to withdrawal), surgery to remove the remains of the essure device without any success, total hysterectomy and right salpingectomy, laparoscopic right adnexectomy (removal of the right ovary)- (B)(6) 2017 and was taken to the operating theatre and the fragments could not be found and removed). At the time of the report, the intermenstrual bleeding was resolving and the device breakage and abdominal pain had not resolved. The outcomes for uterine perforation, allergy to metals, perforation, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, genital haemorrhage, device expulsion, pain, coital bleeding, metal poisoning, swelling, visual acuity reduced, paraesthesia, fatigue, anxiety, depression, mixed anxiety and depressive disorder, persistent depressive disorder, adverse event, mental disorder, abdominal pain upper, vomiting, benign ovarian tumour, chills, nausea, micturition urgency, dysuria, polyuria, blood urine present, breast pain, arthralgia, pain in extremity, tremor, dizziness, hemihypoaesthesia, vascular headache and the last episode of migraine were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, aggression, allergy to metals, anxiety, arthralgia, benign ovarian tumour, blood urine present, breast pain, chills, clumsiness, coital bleeding, crying, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, hemihypoaesthesia, intermenstrual bleeding, loss of consciousness, malaise, mental disorder, metal poisoning, micturition urgency, the first episode of migraine, the second episode of migraine, mixed anxiety and depressive disorder, mood altered, nausea, pain, pain in extremity, paraesthesia, pelvic pain, perforation, persistent depressive disorder, polyuria, suicide attempt, swelling, tremor, uterine perforation, vascular headache, visual acuity reduced and vomiting to be related to essure administration. The reporter commented: on leave: from (B)(6) 2015 to (B)(6) 2016 due to migraine and headache, from (B)(6) 2016 to (B)(6) 2016 due to epigastric pain and generalized pain, from (B)(6) 2016 to (B)(6) 2017 due to dysthymic disorder which etiology was given by the situation experienced related to the insertion of essure, and from (B)(6) 2017 to (B)(6) 2018 due to benign ovarian neoplasia. According to the laparoscopy surgeons the removal of the essure fragments was not feasible. Due to this a laparoscopic hysterectomy with left salpingectomy was offered, with endocervical curettage included. It was clear that after the ovarian tumor intervention, an attempt was made to remove the essure device fragments, but the remains are still throughout the body. First the device was in the right hypochondrium, and now, in theory, it is remain in her right pelvis, having attempted to remove it in (B)(6) 2018 without any success whatsoever. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2018: an unidentified object was observed in the right upper quadrant, pelvis without essure. Foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from (B)(6) 2017, the rest of essure can be related to marked mobility in the abdominal cavity.; on (B)(6) 2018: an image of a foreign body with metallic density located in the left iliac fossa is visualized and that is similar in size, morphology, and density to that visualized in the right upper quadrant in the referred anterior plate of (B)(6) 2018. A foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from (B)(6) 2017, the rest of essure can be related to marked mobility in the abdominal cavity. On (B)(6) 2018: the essure was in the left iliac fossa, although it was impossible to know if it was fixed or not. [Allergy test] on (B)(6) 2018: negative [biopsy] on (B)(6) 2017: right adnexectomy performed in 2017 with proliferation/atypia of mucinous cystadenoma with focal proliferation. The presence of two complete essure was verified, one of them located in the right uterine horn, which lengthens towards the uterine cavity and the other third proximal to the rest of the left tube. [Computerised tomogram head] in 2015: no abnormalities [magnetic resonance imaging] in 2015: no abnormalities [ultrasound scan] on (B)(6) 2010: the size of the right ovary with functional formation 36 mm was noted. Left ovary 24 mm.; on (B)(6) 2017: right adnexal mass that does not meet all the criteria for benign tumour (right ovary 43 x 33 x 47 mm); on (B)(6) 2017: a 43x33x47 mm ovarian tumor that did not meet all the benign criteria was discovered; on (B)(6) 2017: a 47 mm tumor that did not meet all the benign criteria. Diagnosis: ovarian tumor without all benign criteria, symptomatic. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-sep-2022: patient's age updated. Added events loss of consciousness, she feels like crying, bad mood, malaise, aggressive behavior, clumsiness of fingers, suicide attempt. Medical history, historical drug, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), device breakage ('the device broke's into pieces / remains of fragments of device throughout the body were left') and allergy to metals ('allergic reaction to nickel') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (three children) and menarche. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain / abdominal pain with colic characteristics for 3 days, located in both iliac fossae that radiates to the suprapubic region / recurrent abdominal pain / stomach pain"), 4 years 5 months after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines / migraine headache"). On (B)(6) 2016, the patient experienced abdominal pain upper ("epigastric pain") and pain ("generalized pain"). On (B)(6) 2016, the patient experienced persistent depressive disorder ("dysthymic disorder"). On (B)(6) 2017, the patient experienced intermenstrual bleeding ("metrorrhagia / metrorrhagia with the expulsion of clots") and abdominal pain lower ("recurrent iliac fossa pain / pain in the right iliac fossa that did not subside with regular analgesia / abdominal pain in the hypogastrium"). On (B)(6) 2017, the patient experienced mixed anxiety and depressive disorder ("depressive anxyety syndrome"). On (B)(6) 2017, the patient experienced vomiting ("two vomits"). On (B)(6) 2017, the patient was found to have benign ovarian tumour ("benign ovarian neoplasia / ovarian tumour without all benign criteria, symptomatic"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced chills ("chills") and nausea ("recurrent nausea / nauseous sensation"). On (B)(6) 2018, the patient experienced urinary tract discomfort ("urinary discomfort") and polyuria ("polyuria") and was found to have blood urine present ("some residual blood in the urine"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), fatigue ("chronic tiredness/ chronic fatigue"), anxiety ("anxiety"), depression ("depression"), visual acuity reduced ("loss of visual acuity"), paraesthesia ("paresthesia"), adverse event ("aesthetic damage"), device expulsion ("migration of device to uterus / the device migrates from the tubes"), mental disorder ("psychological sequels"), perforation ("perforates the organs"), complication of device removal ("remains of fragments of device throughout the body were left (during the second and third surgeries)"), micturition urgency ("urinary urgency"), genital haemorrhage ("excessive bleeding"), breast pain ("severe breast pain"), arthralgia ("hips and shoulder pain"), pain in extremity ("leg pain"), tremor ("hand tremors"), metal poisoning ("metallosis"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea"), coital bleeding ("coitorrhagia"), dyspareunia ("dyspareunia") and heavy menstrual bleeding ("menstruations that are increasingly uncontrolled and abundant"). The patient was treated with dexketoprofen trometamol (enantyum), hyoscine butylbromide (buscapina), ibuprofen (ibuprofeno), macrogol (femlax), metamizole magnesium (nolotil), tramadol hydrochloride (adolonta), paracetamol and surgery (laparoscopic right adnexectomy (removal of the right ovary)- (B)(6) 2017, surgery to remove the remains of the essure device without any success, total hysterectomy and right salpingectomy and total hysterectomy and right salpingectomy(3 interventions to withdrawal)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, swelling, pelvic pain, migraine, fatigue, anxiety, depression, visual acuity reduced, paraesthesia, abdominal pain, adverse event, device expulsion, mental disorder, perforation, abdominal pain upper, pain, persistent depressive disorder, abdominal pain lower, mixed anxiety and depressive disorder, vomiting, benign ovarian tumour, chills, nausea, micturition urgency, urinary tract discomfort, polyuria, blood urine present, genital haemorrhage, breast pain, arthralgia, pain in extremity, tremor, metal poisoning, dizziness, dysmenorrhoea, coital bleeding, dyspareunia and heavy menstrual bleeding outcome was unknown, the device breakage and complication of device removal had not resolved and the intermenstrual bleeding was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety, arthralgia, benign ovarian tumour, blood urine present, breast pain, chills, coital bleeding, complication of device removal, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, metal poisoning, micturition urgency, migraine, mixed anxiety and depressive disorder, nausea, pain, pain in extremity, paraesthesia, pelvic pain, perforation, persistent depressive disorder, polyuria, swelling, tremor, urinary tract discomfort, uterine perforation, visual acuity reduced and vomiting to be related to essure. The reporter commented: on leave: from (B)(6) 2015 to (B)(6) 2016 due to migraine and headache, from (B)(6) 2016 to (B)(6) 2016 due to epigastric pain and generalized pain and from (B)(6) 2016 to (B)(6) 2017 due to dysthymic disorder which etiology was given by the situation experienced related to the insertion of essure and from (B)(6) 2017 to (B)(6) 2018 due to benign ovarian neoplasia. According to the laparoscopy surgeons the removal of the essure fragments was not feasible. Due to this a laparoscopic hysterectomy with left salpingectomy was offered, with endocervical curettage included. It was clear that after the ovarian tumor intervention, an attempt was made to remove the essure device fragments, but the remains are still throughout the body. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: an unidentified object was observed in the right upper quadrant, pelvis without essure. Foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from april 2017, the rest of essure can be related to marked mobility in the abdominal cavity.; on (B)(6) 2018: an image of a foreign body with metallic density located in the left iliac fossa is visualized and that is similar in size, morphology, and density to that visualized in the right upper quadrant in the referred anterior plate of (B)(6) 2018. A foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from april 2017, the rest of essure can be related to marked mobility in the abdominal cavity.; on (B)(6) 2018: the essure was in the left iliac fossa, although it was impossible to know if it was fixed or not.. Allergy test - on (B)(6) 2018: negative. Biopsy - on (B)(6) 2017: right adnexectomy performed in 2017 with proliferation/atypia of mucinous cystadenoma with focal proliferation. The presence of two complete essure was verified, one of them located in the right uterine horn, which lengthens towards the uterine cavity and the other third proximal to the rest of the left tube.. Ultrasound scan - on (B)(6) 2017: a 43x33x47 mm ovarian tumor that did not meet all the benign criteria was discovered; on (B)(6) 2017: a 47 mm tumor that did not meet all the benign criteria. Diagnosis: ovarian tumor without all benign criteria, symptomatic.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new informations added: reporter type (other hcp), complete start, stop and indications of the essure, patient´s date of birth, treatment drugs, lab data, onset date of abdominal, migraine, generalized pain, dysthmic disorder, metrorrhagia, abdominal pain upper and lower, mixed anxiety and depressive disorder, benign ovarian tumour, chills, nausea, urinary tract discomfort, polyuria, blood urine presence), medical history and new adverse events (device breakage, heavy menses, excessive bleeding, severe breast pain, shoulder, hip and leg pain, hand tremors, organ perforation, metallosis, dizziness, dysmenorrhea, coitorrhagia, dyspareunia). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), device breakage ('the device brokes into pieces / remains of fragments of device throughout the body were left'), allergy to metals ('allergic reaction to nickel'), perforation ('perforates the organs') and multiple episodes of migraine ('migraines / migraine headache', 'migraines have worsened') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "remains of fragments of device throughout the body were left (during the second and third surgeries)". The patient's medical history included multigravida (three children) and menarche. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain / abdominal pain with colic characteristics for 3 days, located in both iliac fossae that radiates to the suprapubic region / recurrent abdominal pain / stomach pain / chronic abdominal pain"), 4 years 5 months after insertion of essure. In 2015, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2015, the patient experienced the first episode of migraine ("migraines / migraine headache"). On (B)(6) 2016, the patient experienced pain ("generalized pain") and abdominal pain upper ("epigastric pain"). On (B)(6) 2016, the patient experienced persistent depressive disorder ("dysthymic disorder"). On (B)(6) 2017, the patient experienced abdominal pain lower ("recurrent iliac fossa pain / pain in the right iliac fossa that did not subside with regular analgesia / abdominal pain in the hypogastrium") and intermenstrual bleeding ("metrorrhagia / metrorrhagia with the expulsion of clots"). On (B)(6) 2017, the patient experienced mixed anxiety and depressive disorder ("depressive anxyety syndrome"). On (B)(6) 2017, the patient experienced vomiting ("two vomits"). On (B)(6) 2017, the patient was found to have benign ovarian tumour ("benign ovarian neoplasia / ovarian tumour without all benign criteria, symptomatic"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced chills ("chills") and nausea ("recurrent nausea / nauseous sensation"). On (B)(6) 2018, the patient experienced dysuria ("urinary discomfort") and polyuria ("polyuria") and was found to have blood urine present ("some residual blood in the urine"). On (B)(6) 2022, the patient experienced the second episode of migraine (seriousness criterion hospitalization) and vascular headache ("mixed high-frequency vascular-tension headache"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menstruations that are increasingly uncontrolled and abundant"), genital haemorrhage ("excessive bleeding"), device expulsion ("migration of device to uterus / the device migrates from the tubes"), coital bleeding ("coitorrhagia"), metal poisoning ("metallosis"), swelling ("swelling"), visual acuity reduced ("loss of visual acuity"), paraesthesia ("paresthesia"), fatigue ("chronic tiredness/ chronic fatigue"), anxiety ("anxiety"), depression ("depression"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), micturition urgency ("urinary urgency"), breast pain ("severe breast pain"), arthralgia ("hips and shoulder pain"), pain in extremity ("leg pain"), tremor ("hand tremors"), dizziness ("dizziness") and hypoaesthesia ("permanent sensation of hypoaesthesia in the left hemisphere (for several years now)"). The patient was hospitalized on (B)(6) 2022. The patient was treated with almotriptan, amitriptyline hydrochloride (tryptizol), bromazepam, dexketoprofen, dexketoprofen trometamol (enantyum), escitalopram oxalate (lexatin), hyoscine butylbromide (buscapina), ibuprofen (ibuprofeno), macrogol (femlax), metamizole magnesium (nolotil), omeprazole (omeprazol), paracetamol;tramadol hydrochloride (tramadol/paracetamol), tramadol, tramadol hydrochloride (adolonta), paracetamol and surgery (laparoscopic right adnexectomy (removal of the right ovary)- (B)(6) 2017, surgery to remove the remains of the essure device without any success, total hysterectomy and right salpingectomy, total hysterectomy and right salpingectomy(3 interventions to withdrawal) and was taken to the operating theatre and the fragments could not be found and removed). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, perforation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, genital haemorrhage, device expulsion, pain, coital bleeding, metal poisoning, swelling, visual acuity reduced, paraesthesia, fatigue, anxiety, depression, mixed anxiety and depressive disorder, persistent depressive disorder, adverse event, mental disorder, abdominal pain upper, vomiting, benign ovarian tumour, chills, nausea, micturition urgency, dysuria, polyuria, blood urine present, breast pain, arthralgia, pain in extremity, tremor, dizziness, the last episode of migraine, hypoaesthesia and vascular headache outcome was unknown, the device breakage had not resolved and the intermenstrual bleeding was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety, arthralgia, benign ovarian tumour, blood urine present, breast pain, chills, coital bleeding, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, intermenstrual bleeding, mental disorder, metal poisoning, micturition urgency, mixed anxiety and depressive disorder, nausea, pain, pain in extremity, paraesthesia, pelvic pain, perforation, persistent depressive disorder, polyuria, swelling, tremor, uterine perforation, vascular headache, visual acuity reduced, vomiting, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on leave: from (B)(6) 2015 to (B)(6) 2016 due to migraine and headache, from (B)(6) 2016 to (B)(6) 2016 due to epigastric pain and generalized pain, from (B)(6) 2016 to (B)(6) 2017 due to dysthymic disorder which etiology was given by the situation experienced related to the insertion of essure, and from (B)(6) 2017 to (B)(6) 2018 due to benign ovarian neoplasia. According to the laparoscopy surgeons the removal of the essure fragments was not feasible. Due to this a laparoscopic hysterectomy with left salpingectomy was offered, with endocervical curettage included. It was clear that after the ovarian tumor intervention, an attempt was made to remove the essure device fragments, but the remains are still throughout the body. First the device was in the right hypochondrium, and now, in theory, it is remain in her right pelvis, having attempted to remove it in (B)(6) 2018 without any success whatsoever. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: an unidentified object was observed in the right upper quadrant, pelvis without essure. Foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from (B)(6) 2017, the rest of essure can be related to marked mobility in the abdominal cavity.; on (B)(6) 2018: an image of a foreign body with metallic density located in the left iliac fossa is visualized and that is similar in size, morphology, and density to that visualized in the right upper quadrant in the referred anterior plate of (B)(6) 2018. A foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from (B)(6) 2017, the rest of essure can be related to marked mobility in the abdominal cavity.; on (B)(6) 2018: the essure was in the left iliac fossa, although it was impossible to know if it was fixed or not. Allergy test - on (B)(6) 2018: negative. Biopsy - on (B)(6) 2017: right adnexectomy performed in 2017 with proliferation/atypia of mucinous cystadenoma with focal proliferation. The presence of two complete essure was verified, one of them located in the right uterine horn, which lengthens towards the uterine cavity and the other third proximal to the rest of the left tube.. Computerised tomogram head - in 2015: no abnormalities. Magnetic resonance imaging - in 2015: no abnormalities. Ultrasound scan - on (B)(6) 2017: a 43x33x47 mm ovarian tumor that did not meet all the benign criteria was discovered; on (B)(6) 2017: a 47 mm tumor that did not meet all the benign criteria. Diagnosis: ovarian tumor without all benign criteria, symptomatic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2022: the following information were added: treatment drugs, migraine with hospitalization, hypoaesthesia in the left hemisphere and vascular headache, new lawyer and new hcp. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), device breakage ('the device brokes into pieces / remains of fragments of device throughout the body were left'), allergy to metals ('allergic reaction to nickel'), perforation ('perforates the organs') and multiple episodes of migraine ('migraines / migraine headache', 'migraines have worsened') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "remains of fragments of device throughout the body were left (during the second and third surgeries)". The patient's medical history included multigravida (three children) and menarche. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain / abdominal pain with colic characteristics for 3 days, located in both iliac fossae that radiates to the suprapubic region / recurrent abdominal pain / stomach pain / chronic abdominal pain"), 4 years 5 months after insertion of essure. In 2015, the patient experienced pelvic pain ("pelvic pain"). On 29(B)(6) 2015, the patient experienced the first episode of migraine ("migraines / migraine headache"). On (B)(6) 2016, the patient experienced pain ("generalized pain") and abdominal pain upper ("epigastric pain"). On (B)(6) 2016, the patient experienced persistent depressive disorder ("dysthymic disorder"). On (B)(6) 2017, the patient experienced abdominal pain lower ("recurrent iliac fossa pain / pain in the right iliac fossa that did not subside with regular analgesia / abdominal pain in the hypogastrium") and intermenstrual bleeding ("metrorrhagia / metrorrhagia with the expulsion of clots"). On (B)(6) 2017, the patient experienced mixed anxiety and depressive disorder ("depressive anxyety syndrome"). On (B)(6) 2017, the patient experienced vomiting ("two vomits"). On (B)(6) 2017, the patient was found to have benign ovarian tumour ("benign ovarian neoplasia / ovarian tumour without all benign criteria, symptomatic"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced chills ("chills") and nausea ("recurrent nausea / nauseous sensation"). On (B)(6) 2018, the patient experienced dysuria ("urinary discomfort") and polyuria ("polyuria") and was found to have blood urine present ("some residual blood in the urine"). On (B)(6) 2022, the patient experienced the second episode of migraine (seriousness criterion hospitalization) and vascular headache ("mixed high-frequency vascular-tension headache"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menstruations that are increasingly uncontrolled and abundant"), genital haemorrhage ("excessive bleeding"), device expulsion ("migration of device to uterus / the device migrates from the tubes"), coital bleeding ("coitorrhagia"), metal poisoning ("metallosis"), swelling ("swelling"), visual acuity reduced ("loss of visual acuity"), paraesthesia ("paresthesia"), fatigue ("chronic tiredness/ chronic fatigue"), anxiety ("anxiety"), depression ("depression"), adverse event ("aesthetic damage"), mental disorder ("psychological sequels"), micturition urgency ("urinary urgency"), breast pain ("severe breast pain"), arthralgia ("hips and shoulder pain"), pain in extremity ("leg pain"), tremor ("hand tremors"), dizziness ("dizziness") and hypoaesthesia ("permanent sensation of hypoaesthesia in the left hemisphere (for several years now)"). The patient was hospitalized on (B)(6) 2022. The patient was treated with almotriptan, amitriptyline hydrochloride (tryptizol), bromazepam, dexketoprofen, dexketoprofen trometamol (enantyum), escitalopram oxalate (lexatin), hyoscine butylbromide (buscapina), ibuprofen (ibuprofeno), macrogol (femlax), metamizole magnesium (nolotil), omeprazole (omeprazol), paracetamol;tramadol hydrochloride (tramadol/paracetamol), tramadol, tramadol hydrochloride (adolonta), paracetamol and surgery (laparoscopic right adnexectomy (removal of the right ovary)- (B)(6) 2017, surgery to remove the remains of the essure device without any success, total hysterectomy and right salpingectomy, total hysterectomy and right salpingectomy(3 interventions to withdrawal) and was taken to the operating theatre and the fragments could not be found and removed). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, allergy to metals, perforation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, genital haemorrhage, device expulsion, pain, coital bleeding, metal poisoning, swelling, visual acuity reduced, paraesthesia, fatigue, anxiety, depression, mixed anxiety and depressive disorder, persistent depressive disorder, adverse event, mental disorder, abdominal pain upper, vomiting, benign ovarian tumour, chills, nausea, micturition urgency, dysuria, polyuria, blood urine present, breast pain, arthralgia, pain in extremity, tremor, dizziness, the last episode of migraine, hypoaesthesia and vascular headache outcome was unknown, the device breakage had not resolved and the intermenstrual bleeding was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adverse event, allergy to metals, anxiety, arthralgia, benign ovarian tumour, blood urine present, breast pain, chills, coital bleeding, depression, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, hypoaesthesia, intermenstrual bleeding, mental disorder, metal poisoning, micturition urgency, mixed anxiety and depressive disorder, nausea, pain, pain in extremity, paraesthesia, pelvic pain, perforation, persistent depressive disorder, polyuria, swelling, tremor, uterine perforation, vascular headache, visual acuity reduced, vomiting, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on leave: from (B)(6) 2015 to (B)(6) 2016 due to migraine and headache, from (B)(6) 2016 to (B)(6) 2016 due to epigastric pain and generalized pain, from (B)(6) 2016 to (B)(6) 2017 due to dysthymic disorder which etiology was given by the situation experienced related to the insertion of essure, and from (B)(6) 2017 to (B)(6) 2018 due to benign ovarian neoplasia. According to the laparoscopy surgeons the removal of the essure fragments was not feasible. Due to this a laparoscopic hysterectomy with left salpingectomy was offered, with endocervical curettage included. It was clear that after the ovarian tumor intervention, an attempt was made to remove the essure device fragments, but the remains are still throughout the body. First the device was in the right hypochondrium, and now, in theory, it is remain in her right pelvis, having attempted to remove it in (B)(6) 2018 without any success whatsoever. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: an unidentified object was observed in the right upper quadrant, pelvis without essure. Foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from (B)(6) 2017, the rest of essure can be related to marked mobility in the abdominal cavity.; on (B)(6) 2018: an image of a foreign body with metallic density located in the left iliac fossa is visualized and that is similar in size, morphology, and density to that visualized in the right upper quadrant in the referred anterior plate of (B)(6) 2018. A foreign body images were observed of metallic density in the right upper quadrant in the left iliac fossa and compared with a previous pre-surgical abdominal x-ray from (B)(6) 2017, the rest of essure can be related to marked mobility in the abdominal cavity.; on (B)(6) 2018: the essure was in the left iliac fossa, although it was impossible to know if it was fixed or not. Allergy test - on (B)(6) 2018: negative. Biopsy - on (B)(6) 2017: right adnexectomy performed in 2017 with proliferation/atypia of mucinous cystadenoma with focal proliferation. The presence of two complete essure was verified, one of them located in the right uterine horn, which lengthens towards the uterine cavity and the other third proximal to the rest of the left tube.. Computerised tomogram head - in 2015: no abnormalities. Magnetic resonance imaging - in 2015: no abnormalities. Ultrasound scan - on (B)(6) 2017: a 43x33x47 mm ovarian tumor that did not meet all the benign criteria was discovered; on (B)(6) 2017: a 47 mm tumor that did not meet all the benign criteria. Diagnosis: ovarian tumor without all benign criteria, symptomatic. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-mar-2022: reporter information updated-city field. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.